Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - investigation of the returned unit was unable to duplicate slippage when all components were put together. However, the unit had some wear on the starburst teeth of the 6in transitional. Since the unit is over 10 years old (manufactured in 2008), we can no longer service/repair it. Consequently, the unit was sent to quality engineering and the findings of the service team was confirmed. The unit was very worn from age and use, and no additional deficiencies were found. Root cause - the complaint is not confirmed. The probable root cause of the reported complaint is improper or suboptimal position of the skull clamp on the patient since the evaluation found no device deficiencies that would have contributed to the reported complaint. The unit is 15 years old and exceeds integra's 10-year service life and cannot be serviced for repairs any longer. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 3 of 4 reports linked to mfg report numbers: 3004608878-2023-00245 3004608878-2023-00242 3004608878-2023-00243 a facility reported that during a posterior cervical laminectomy with laminoplasty procedure, the mayfield ultra base unit (a2101) slipped, resulting in a 1-2cm laceration on the right side of the patient's head. No intervention was performed. However, the patient had to be transferred back to litter until another mayfield could be obtained resulting in surgical delay of approximately 2 hours while the patient was intubated. The patient was discharged the following day without further issue. Patient is caucasian, 'not hispanic or latino.